Manufacturer narrative:
The device has not been returned to the manufacturer for eval as it remains in use. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Pt had a severe rapid-onset reaction immediately upon flushing the PICC after it had been placed and the tls wire removed. The reaction includes sudden gasping/choking, red in face, "can't breath", panic, blood pressure goes up, o2 sat goes down, the reaction subsides within 5 minutes. The eyes roll back at the onset of the reactions.